Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix damage was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the right ventricular (rv) lead became dislodged. The cause of the dislodgement was suspected to be due to the helix being damaged, likely due to tissue fibrosis. The rv lead was explanted and replaced in order to resolve the event. The patient was stable.